Event description:
The customer reported that the donor unit which he uses as control shows a pink color of a negative reaction and additionally small agglutinates of a positive reaction when testing on tango optimo. The customer stated (B)(6) as the date of event but also mentioned that this phenomen has been reccuring occasionally. He was not able to provide the exact dates of recurrence. The customer has neither returned the supposedly defective product for investigational testing nor the donor unit that had caused the false positive test result. But he provided some tango optimo pictures for evaluation. Testing of the retained erytype s rh+k type sample in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.